Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2015, an fse conducted on-site follow-up with the customer. The fse observed that the nozzle to the diluent station was misaligned. The fse aligned the nozzle and replaced the wash, diluent and waste pumps. This returned the instrument to normal operation. The most probable cause of the reported event was due to a defective waste pump.

Event description:
On (B)(6) 2015, a customer reported a carry over study failure with their aia-360 analyzer. The customer is unable to run bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.